Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button required multiple button presses "in a certain spot" to elicit a response. The reporter indicated that the keypad was loose around the up arrow button and the symbol was worn off. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was intermittently responsive and required multiple button presses and increased force to elicit a response; the up arrow button did not have normal spring back or click. All other keypad buttons responded to button presses as expected. There was no evidence of contamination found under the key contacts.